Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.5 x 12 mm xience alpine referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that during a procedure of the 99% stenosed, proximal to mid left anterior descending (lad) artery, the 2.5 x 23 mm xience alpine was implanted in the mid lad. While attempting to advance the 2.5 x 12 mm xience alpine stent delivery system (sds) to the proximal lad, the stent dislodged from the balloon into the vessel. A snare device was used to retrieve the stent; however, on retrieval from the anatomy both stents were removed. A vessel dissection the length of the lad occurred. An intra-aortic balloon pump was inserted and the patient was emergently transferred to the operating room for bypass surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported damaged by another device was confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted since the lot number was not provided. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation determined the reported damaged by another device appears to be related to circumstances of the procedure and the reported difficulties possibly contributed to the reported dissection; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.